Manufacturer narrative:
Concomitant medical products: product ID 8637-20, serial#(B)(4), implanted: (B)(6) 2011, product type: pump. (B)(4).

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who received hydromorphone (30mg/ml, 13.5mg/day) in an implantable pump for non-malignant back surgery syndrome. The patient began to experience withdrawal symptoms on (B)(6) 2015; loose/watery stool, sweats, and clammy skin. The patient first reported their symptoms to their healthcare provider (hcp). A dye study was performed on (B)(6) 2016 and the hcp was unable to aspirate any clear fluid via the catheter access port (cap). Even though it was recommended not to inject any fluid into the cap if fluid could not be aspirated due to overdose potential, the hcp decided to inject contrast into the cap. However, the contrast was not able to be visualized in the intrathecal space. The patient was referred for surgical intervention including catheter replacement and potential pump replacement. The issue was considered to be on-going. Additional information was requested from the hcp regarding a possible cause of the issue, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted. Concomitant drugs: dilaudid, soma, percocet, and "blood pressure medication".